Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.¿

Event description:
It was reported that there was a pinhole in the shaft near the funnel of the foley catheter, which caused fixed water leak. This was discovered during pre-test.

Event description:
It was reported that there was a pinhole in the shaft near the funnel of the foley catheter, which caused fixed water leak. This was discovered during pre-test.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Attempted to inflate balloon with 10 ml of solution using the returned syringe and it immediately leaked out of a 0.013" pinhole found at the trifurcation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.